Event description:
During a gynecology laparoscopic case, half way through the procedure the surgeon noticed sparking from the black sheath that slides into the shaft on the area before the metal tongs. Sparks did not burn the pt.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hosp have been unsuccessful, and the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.